Event description:
During a laparoscopic-assisted transverse colectomy, the laparoscopic ligature would not seal. The doctor tried several times. There were no complications regarding this supply failure. The patient was transferred to the recovery room in good condition.